Event description:
Sharp's container has caused numerous needle sticks in medical staff members. It appears that larger needles have a tendency to get caught in the lid of this container and then stick the next person who puts another needle in this device. An add'l problem that was also reported was related to staff members being stuck by needle that would poke through the container when they tried to tap the sides to get a needle stuck in the lid to drop to the bottom of the container.